Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated a pt was having an increase in seizures and that it was "unk if the vns was working". The pt underwent a generator replacement four days later; intraoperative diagnostics tests with the new generator were within normal limits. It is unk if the seizure increase is greater than pre-vns baseline seizure levels. The explanted generator is currently in product analysis. Attempts to obtain further information are pending.